Event description:
As reported, ten days after the procedure, the filter was deformed. The physician tried to withdraw the filter but failed. So the physician gave up the retrieval. The filter remains in the ivc of the patient. The patient is (B)(6) female who was admitted for deep vein thrombosis. The product was properly inspected and prepped and no anomalies were noted. Access was in the right femoral vein. There was no difficulty inserting the device or advancing the filter through the delivery sheath to deploy in the patient. There was no difficulty deploying the filter in its intended location in the ivc below the renal vein. It was noted that after deployment of the filter, it was slightly tilted in the vessel, but it did not look "deformed". The hook of the filter was not embedded in the vessel wall causing the filter to be unable to be retrieved. The patient did not have any other procedures performed with the 10 days up to when the filter was noted to be "deformed". There was no reported injury to the patient.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a failed attempt at filter retrieval ten days after filter deployment the filter was noted to be deformed. The physician was unable to snare the filter hook due to the filter tilt. The filter remains in the ivc of the patient. The patient is a (B)(6) female who was admitted for deep vein thrombosis. The product was properly inspected and prepped and no anomalies were noted. Access was in the right femoral vein. There was no difficulty inserting the device or advancing the filter through the delivery sheath. There was no difficulty deploying the filter in its intended location in the ivc below the renal vein. It was noted that after deployment of the filter, it was slightly tilted in the vessel, but it did not look 'deformed.' The hook of the filter was not embedded in the vessel wall. The patient did not have any other procedures performed with the 10 days up to when the filter was noted to be 'deformed.' There was no reported injury to the patient. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Inability to snare the filters hook can have a variety of causes, including filter tilt, operator ability, imaging capability and filter adherence to the vessel wall. Incorrect orientation of the filter is a known potential complication for all ivc filter implants and is listed in the IFU as such. In this case it appears that because of the filters tilt the physician could not engage the hook. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.